Event description:
This is report 3 of 5. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed, and no issues were detected during the manufacturing of potentially associated lots gd893461 and gd893743. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).